Manufacturer narrative:
Service of the affected cardiohelp is requested but pending. A follow-up emdr will be submitted when additional information becomes available.

Event description:
It was reported that during clinical use, the bubble sensor unintentionally detected and stopped the pump. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the bubble intervention was triggered unintentionally. A getinge service technician investigated the unit on (B)(6) 2021 and could not confirm the failure. The bubble intervention was activated since 2018 according to the log files. The technician performed safety, calibration, and functionality checks to factory specifications. The log files were again review by getinge product experts (life cycle engineering) on (B)(6) 2021. It could be confirmed that the bubble intervention was on set in the hospital settings. At the time of reported event the cardiohelp acted as intended: a detected bubble-alarm combined with the activated bubble intervention (IV) (saved in hospital configuration) has stopped the pump. The user did not additionally convince himself according to the written instruction for use guidelines of the cardiohelp and warnings mentioned in chapter 6 ¿during the application¿ regarding the intended functionality of the interventions and if they are activated. Based on the investigation results the reported failure "bubble intervention unintentionally activated" could not be confirmed. As stated by the technician the customer was again told how to set up and use the cardiohelp in detail. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).